Event description:
After completing cardiac catheterization procedure, the nurse and tech returned to the room and noticed a burning smell. The room then began to fill with smoke which was emanating from the witt pt interface computer. Biomedical engineering staff removed the device. Upon investigation, they observed that a component on the network board was burned. A cord connector on the mother board was melted, resulting in the smoke. The MFR was called in.